Event description:
On (B)(6) 2017, a 25 mm trifecta gt valve was implanted. While the patient was coming off bypass, aortic insufficiency was noted. The patient was placed back on bypass; the valve was removed and replaced with a second 25 mm trifecta gt valve. Per the user, when the valve was first removed, the posts did not appear equidistant and one cusp appeared shorter. The following day on (B)(6) 2017, the patient was taken back to the or due to bleeding but this was confirmed not to be related to the valve. The patient is reported to be recovering.

Manufacturer narrative:
The results of this investigation concluded the 25 mm trifecta gt met the gradient and coaptation requirements for the valve type and size at the moment of manufacturing. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. Functional testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The cause of the reported event remains unknown.